Event description:
A valiant captivia stent graft was implanted for the endovascular treatment of a 47mm thoracic aortic aneurysm. The patient had an artificial graft implanted. It was reported during the index procedure a bare metal stent was deployed first from the left common carotid artery. While the valiant graft was deployed the delivery system was pushed up to avoid pushing into the blood vessel. After deployment a change in the stent graft's position of attention was observed where the device had advanced to the proximal side rather than scheduled location and the left common carotid artery was completely covered. The physician switched to a second debranch and no endoleak was observed on the final contrast.  As per the physician the cause of the inaccurate delivery was due to the patients vascular morphology, the stent graft moved forward because the vessel wall was smooth because the patient had a descending artificial blood vessel replacement. User error was also determined to be a cause as the pushup was performed without confirming the placement position.  No additional clinical sequalae was provided and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.